Event description:
A physician successfully positioned and deployed an xact stent into the right internal carotid artery/common carotid artery. The patient was discharged home. The patient experienced amaurosis fugax in 2006 with resolution in two days. It has been determined, that the patient experienced a minor stroke.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection, or device history record review in this case.